Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that small screwdriver tip was broken into two places. The surgeon thought screwdriver was torque limiting and went to point of breakage. Tip broke off and was retrieved from pt. No harm, no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: t was reported that small screwdriver tip was broken into two places. Surgeon thought screwdriver was torque limiting and went to point of breakage. Tip broke off and was retrieved from pt. No harm, no surgical delay, the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the tip broken. Broken fragment was not returned for evaluation. Potential cause can be traced to an unintended use error by improper handling/care of the device, excessive force applied such as over torquing in a prying motion or while the tip is assembled off-axis leading the device material to overload and therefore, to fail. Please refer to inhance¿ shoulder system surgical technique for detailed insights into indications, contraindications, warnings, and other critical details. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the star driver 20 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 lot, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.